Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive troubleshooting which included bench handling, stress testing, power cycling as well as full functionality testing without duplicating the reported malfunction. The processor/bridge/pace board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device displayed an "unknown defib fault" message and failed to charge defib. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.